Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0314-eo - g. Precautions - 3. Loop and button should be properly oriented during passing and fixation, per technique guide, in order to function properly. The most likely cause for the reported failure can be attributed to misaligned insertion, prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2025, a sales representative reported via phone that an ar-2260bc implant delivery system, when the screw was inserted, the driver would not come out. This occurred during an open subpectoral procedure; the screw remained in the patient, and a lot of pressure was applied while malleting to remove the driver. This resulted in a delay of about 5 minutes that did not require additional anesthesia. There was no harm to the patient.